Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3998, lot# l59282, implanted: (B)(6) 1999. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an unknown issue with the implantable neurostimulator (ins), lead and extension. Reportedly, the patient stated the device had issues and it was suspected the issues were impedance related. It was noted the therapy issues were unknown. It was later reported, the patient had one electrode with high impedance. It was also stated the patient's device was reprogrammed and the patient received stimulation in their low back and leg where he had pain. It was reported the patient was doing well.